Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 220-240 units of insulin earlier in the day, and at the time of the call, the fill estimate was 50 units. The customer's blood glucose level was 202 mg/dl. During the call with tandem technical support, the customer reloaded the cartridge successfully and received an accurate fill estimate.